Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via device manufacturer representative regarding an intrathecal baclofen (itb) patient using an implantable infusion pump. It was reported the patient was experiencing intermittent increases in spasticity despite troubleshooting and catheter replacement. No further information was provided.